Event description:
It was reported that during an unrelated procedure the physician noted insulation damage on the atrial lead. On (B)(6) 2022, the physician elected to cap the atrial lead without a replacement. The patient condition was stable.